Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on eliquis medication regimen. At the 45 day routine follow up, a 4mm device related thrombus was found on the screw area of the closure device. Due to the patient's medical history of gastrointestinal bleeding, the already reduced dose of eliquis cannot be increased per the physicians. The physicians decided to continue to monitor the patient. No interventions were reported.